Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. A request to return the device has been made, and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see MFR report number 2032227-2009-02500 for the hospitalization under the insulin pump.

Event description:
The customer's wife reported that the customer passed away due to diabetic ketoacidosis. The reported blood glucose reading was 32 mmol/l. The wife stated that the customer was found unconscious by his brothers. CPR attempts by his brothers and the paramedics were unsuccessful. The wife later called and agreed to return the insulin pump and supplies. Nothing further was reported.